Manufacturer narrative:
Section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to multisystem organ failure. The patient had been on hospice care at the time of the event and care was withdrawn. The patient outcome was not considered to be device related, and the device had operated as intended.